Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of over 600 mg/dl. The customer bolused twice but their blood glucose would not drop. The customer was treated with their insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer was wearing the insulin pump during their hospital stay. The insulin pump will not be returned for analysis.